Event description:
It was reported that during a remote data review, the physician noted episodes of over-sensed noise from this subcutaneous implantable cardiac defibrillator (s-ICD) system. There was some concern due to the inclusion of the s-ICD electrode in the fracture advisory. The patient was evaluated in-clinic where provocative maneuvers were performed and the noise was reproducible with arm movements. It was hypothesized that the electrode integrity could be compromised and a revision procedure was scheduled. Despite the fact that no inappropriate therapy had been delivered, the physician elected to program off shock therapy pending the procedure. Recently, an additional remote alert was received indicating that the s-ICD device had declared a battery depletion (bd) error code. The battery was suspected to be exhibiting premature depletion. The physician subsequently surgically explanted the s-ICD device. During the procedure, the electrode fractured and was also explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70 to 75 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that during a remote data review, the physician noted episodes of over-sensed noise from this subcutaneous implantable cardiac defibrillator (s-ICD) system. There was some concern due to the inclusion of the s-ICD electrode in the fracture advisory. The patient was evaluated in-clinic where provocative maneuvers were performed and the noise was reproducible with arm movements. It was hypothesized that the electrode integrity could be compromised and a revision procedure was scheduled. Despite the fact that no inappropriate therapy had been delivered, the physician elected to program off shock therapy pending the procedure. Recently, an additional remote alert was received indicating that the s-ICD device had declared a battery depletion (bd) error code. The battery was suspected to be exhibiting premature depletion. The physician subsequently surgically explanted the s-ICD device. During the procedure, the electrode fractured and was also explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.